Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged system controller was unable to be confirmed. It was communicated that the controller exchange was due to damage on the controller; however, system controller (serial number unknown) was not returned for analysis. No log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; no additional information was provided, and no additional follow-up attempts will be performed. A root cause for the reported event was unable to be conclusively determined through this analysis. No lot number or serial number was provided by the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the primary system controller was exchanged due to wear.